Manufacturer narrative:
(B)(4). Date sent: 11/9/2023. D4: batch # 357a46. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage. In addition, the tyvek was returned along with the device. Upon visual inspection from the tyvek, no damage was observed related to integrity. In addition, the seal area was noted completed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no damage was noted on the tyvek. A manufacturing record evaluation was performed for the finished device batch number v95a1g, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in preparation for surgery, some damage was found in the product disinfection package. No patient consequences reported. No further information is available.